Event description:
The customer called to report a blank display. The reported blood glucose reading at the time of the call was 30 mg/dl, which the customer had treated. Troubleshooting was performed, and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint on the interface board.